Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient (B)(6).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory using an unknown reagent. Of the data provided, only six comparisons were discrepant. Refer to the attachment to the medwatch for all data. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 inr. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.